Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and delivery accuracy test. No delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 600 mg/dl, the customer current blood glucose was 164 mg/dl. The customer was hospitalized on (B)(6) 2018 @ 6:15pm. The customer was treated with insulin drip with morphine. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.